Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, out of box, they cut out the pumps from the cardiovascular procedure kits (15 pumps were cut out of 15 kits). The user did not want to use lot qn12 due to previous pump leak complaints. No pt involvement as this occurred out of box. Product was not used. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available.